Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that during an ion lung biopsy procedure, the patient developed significant bleeding which required hospitalization. The following information is unknown: the cause and source of the bleeding, the estimated blood loss volume associated with the bleeding, and what medical intervention (if any) was rendered due to the complication. There was no allegation of device issue or malfunction associated with the event. Further details were not provided. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information; however, no further details have been received as of the date of this report.